Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed system verification, system test drive, and a log review. No related errors were found in the logs. No concerns were found with usm #4 sticking during test drive. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) #4 was sticking. The customer stated that the surgeon reported this issue had occurred two days in a row but they were not getting any errors. The customer stated they converted the surgery to open surgery due to unspecified patient issue and not because of the usm #4 issue. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.